Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a vesicoscopy technique on (B)(6) 2026 under general anesthesia. At 08:20 on the same day, the patient complained of abdominal distension and was found to have slipped out of the urinary catheter on its own. The catheter slipped off, causing the urine to be unable to drain properly, resulting in acute urinary retention, which triggered the patient's abdominal distension, over-inflated bladder, and other objective signs and subjective symptoms of pain, seriously affecting the patient's postoperative treatment, and causing serious adverse effects on the patient. The nurse immediately reintroduced retention catheterization induced 500 ml of yellowish clarified urine and provided temporary observation treatment. Subsequently, the nurse reported the incident to the head nurse and the consumables team of the medical engineering department and made further contact with the supplier.